Event description:
It was reported that during engineering evaluation, it was observed that the motor of the battery/reamer drill device had seized and was rough. It was further observed that the motor consumed 3.1 amperes. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. It was further observed that the motor consumed 3.1 amperes. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.